Event description:
The device was replaced due to battery depletion, and post-operation impedances indicated the vns system was functioning as intended within normal limits. Decoded programming data was also reviewed and confirmed that the battery is depleting more quickly than expected. The device has not been received for product analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device had depleted prematurely and was unexpectedly showing less than 25% battery life remaining. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. No additional relevant information has been received to date.

Event description:
Product analysis was completed and approved for the returned device. The generator was able to be interrogated and system diagnostic tests were performed successfully. Communication, lead impedance, and current delivered were normal for all tests performed. Battery voltage was measured and revealed and intensified follow-up=no condition. The generator was opened due to possible contaminates on the trimmed edge of the pcba. A visual assessment of the pcba showed contaminates on the trimmed edge. Fine grit sandpaper was used to remove the observed contaminates from the trimmed edge. After the trimmed edge was cleaned, the device performed and passed electrical testing. Based on the test results, the contamination that was observed on the trimmed edge of the pcba suggest probably electrical paths were established that contributed to the supply current conditions, leading to premature depletion. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: previous report inadvertently did not add all necessary device problem codes. Corrected data: previous report inadvertently did not include all applicable coding.